Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation germany for evaluation. The customer's report for "display, blanks out" was observed and attributed to the display color cable. Therefore, the display color cable was replaced to resolve the problem. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.